Manufacturer narrative:
H10: the customer reported that the touchscreen was replaced, and the device was working fine. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was inoperative. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer was having issues with the touchscreen. The customer reported that a calibration was performed, but the issue was not resolved. The rse provided the part number for a replacement touchscreen.